Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2020 during an implant when lead was measured with device high capture and decrease in both pacing impedance and r waves were observed. Rhythm a flutter with moderate v response. The lead was implanted without any issues. Pacing, and sensing were appropriate.